Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "high temperature" alarm condition occurred. The device's detachable battery was replaced due to charge issue.